Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was walking their dog and received a shock from their device. Upon interrogation, it was noted that there was noise that caused the inappropriate shocks. As well, the patient further clarified that they were walking nearing power lines. It was noted that the source of the noise was electromagnetic interference. There was a lead integrity alert (lia) triggered for elevated sensing integrity counter (sic) counts and high rate non-sustained episodes. The device is still in use. No further patient complications have been reported as a result of this event.